Manufacturer narrative:
Section a (patient information) is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preparation for clinical use of an automated impella controller (aic), a ¿controller failed¿ alarm was displayed upon power-up. As a precaution, the controller was not used for the procedure. No additional information regarding the alarm type or behavior was available, as the alarm color and specific conditions at the time of occurrence could not be confirmed. The device was removed from service and referred for inspection. No patient involvement occurred, and no signs or symptoms of patient injury or patient harm were reported in association with this event.